Manufacturer narrative:
Patient identifier: (B)(6). Initial reported facility name: (B)(6).

Event description:
(B)(6) clinical trial: it was reported that a restenosis occurred. The subject underwent treatment with the eluvia study device on (B)(6) 2019 as part of the regal clinical trial. The target lesion was in the left ostial, proximal, middle and distal superficial femoral artery (sfa) (popliteal artery is involved). The lesion had a 5mm proximal and distal reference vessel diameter, 250mm length and 100% stenosis. Pre-dilatation was performed using one balloon. Two 6x120mm and one 6x100mm eluvia stents were implanted in the target lesion. Post dilatation was performed using one balloon and residual stenosis was 0%. On (B)(6) 2021, an in-stent stenosis of the left sfa was discovered. The patient was hospitalized on (B)(6) 2021 and endovascular intervention of the left sfa was performed.

Manufacturer narrative:
A1. Patient identifier: (B)(6). E1. Initial reported facility name: (B)(6).

Event description:
Regal clinical trial . It was reported that a restenosis occurred. The subject underwent treatment with the eluvia study device on (b)(3) 2019 as part of the regal clinical trial. The target lesion was in the left ostial, proximal, middle and distal superficial femoral artery (sfa) (popliteal artery is involved). The lesion had a 5mm proximal and distal reference vessel diameter, 250mm length and 100% stenosis. Pre-dilatation was performed using one balloon. Two 6x120mm and one 6x100mm eluvia stents were implanted in the target lesion. Post dilatation was performed using one balloon and residual stenosis was 0%. On (b)(3) 2021, an in-stent stenosis of the left sfa was discovered. The patient was hospitalized on (b)(3) 2021 and endovascular intervention of the left sfa was performed. It was further reported that the restenosis was only observed in the proximal 6 x 100mm eluvia stent. The restenosis in the proximal sfa was treated with percutaneous transluminal angioplasty with a non boston scientific (bsc) drug coated balloon and stenting with a non-bsc stent.